Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report number: 3006705815-2019-04892. It was reported the patient experienced ineffective therapy. Diagnostics indicated that the leads had multiple contacts with high impedance. In turn, surgical intervention may take place at a later date to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated a surgical intervention took place on 22apr2020, wherein the leads were explanted and replaced. Intra-op, both leads were observed to be fractured. Effective therapy was established post-op.